Event description:
It was reported that during patient use, there was a very slow leak that appeared to be coming from the pilot balloon. The nurse reported soaking the tracheostomy tube in hydrogen peroxide and rotating the tube out every other week.there is no report of patient harm, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The home health nurse was advised to not soak the tracheostomy tube in hydrogen peroxide for the week between rotating out the tubes but instead to clean it with half strength and then rinse with saline. It was reported that the nurse is no longer soaking the tracheostomy tubes in hydrogen peroxide between swapping it out each week and that the patient is doing &quot;fine.&quot;